Event description:
It was reported that a sensor failure during warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was hyperglycemic. The patient was feeling dizzy and vomiting and at that point of the event the patient couldn´t check her continuous glucose monitor (cgm) readings because her device was experiencing a sensor failure alert. Her husband decided to take her to the hospital. At the hospital they took a blood glucose (bg) reading which was 653 mgdl and high on the cgm. The hospital treated her with intravenous (IV) drip and insulin. The patient stayed at the hospital from (B)(6) 2024 at 7:00 am to (B)(6) 2024, at 3:00 pm. At the time of the report the patient was fine and now doing good. No other details were documented. The reported glucose values fall within the b zone of the parkes error grid. Data was provided for investigation. The allegation was confirmed via data as a sensor failure during warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B3 date of event - correction. H2 correction.